Manufacturer narrative:
(B)(4)

Event description:
(B)(4). The dentist reported that 2 weeks after the dental implant was installed in intraoral region #5 it was verified its non- osseointegration . A 70 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.